Event description:
It was reported the patient was planned for replacement but the reason was not given. The physician's office was called and they stated it was due to battery depletion. Clinic notes were received indicating per the patient's mother, seizures are more frequent due to low battery. No assessment was found for the physician on the believed cause of the increase frequency in seizures and its' relation to vns. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Manufacturer narrative:
Describe event problem - correction - it was inadvertently not included in the initial MDR report that the patient received replacement. Explant date - correction - it was inadvertently not included in the initial MDR report.

Event description:
Implant card was received confirming that the patient received a generator replacement due to battery depletion. During product return attempts, it was indicated the device was discarded and is not available for return.